Event description:
It was reported that the right ventricular lead exhibited far p oversensing, and inappropriate capture. It was confirmed via x-ray that the right atrial and the right ventricular lead dislodged. The physician stated that since both leads dislodged this was due to patient non-compliance with discharge instructions. The right atrial lead was repositioned successfully, and the right ventricular lead was explanted and replaced due to the helix delaying retraction and extension. The patient was in stable condition.